Event description:
It was reported that the patient experienced persistent high blood glucose readings over several weeks while using the ilet system with teflon infusion sets, with no occlusion alerts and no observed bent cannulas, and the event was categorized as hyperglycemia with unclear cause. Symptoms included hyperglycemia. Outcomes included additional troubleshooting and user education with referral for further training. Investigation included complaint intake review and user troubleshooting. Investigation of this case revealed no device alarms and no evidence of infusion set occlusion or cannula damage, and the cause of the elevated glucose remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.